Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the bd saf-t-intima¿ IV catheter safety system had a leak between the catheter tubing and paddle hub upon removal of the needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation results: leak testing was performed on the returned unit and leakage was observed from a puncture in the catheter tubing near the winged inserter. We were unable to confirm the damage to the manufacturing process. The engineer notes that the damage may have occurred during activation of the device. DHR for lot number 6302884 was reviewed and no qns or other events were related to the complaint stated by the customer. Product is functional tested and no incidents with leakage failure has been reported. No corrective action required at the failure. Process fmea rm4797 was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date root cause cannot be determined; however, a possible cause could be an incorrect use. No CAPA was opened since this issue could not be confirmed as manufacturing related.